Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter in two pieces. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube kinks. Microscopic examination of the balloon revealed a 12mm longitudinal tear starting 9mm from the proximal markerband. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. There was no evidence of any material or manufacturing deficiencies contributing to the damage. After analysis, while wrapping the device, the severely kinked hypotube completely separated 31.3cm from the hub. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for pre-dilation. However, the balloon ruptured. The device was simply pulled out from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.